Event description:
It was reported that the patient's blood glucose reached 400 mg/dl while wearing the pod between 4 and 24 hours. The pods needle had not retracted upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned pod was received partially deployed with the formed needle visible in the exposed portion of the soft cannula. The slide insert was visible in the top housing viewing window and the linkage assembly was in the fully deployed state. The formed needle did not retract after removal of the top housing. Inspection of the needle mechanism components found the formed needle to be unseated from the slide retract, indicating that the formed needle was installed incorrectly into the slide retract. Damage was observed to the slide retract due to the incorrectly installed formed needle. This incorrect installation resulted in the reported formed needle retraction failure.